Manufacturer narrative:
Additional information was requested, however as per response received ¿the sales rep has no further information about this event.¿ the device involved in this complaint was not returned to cook (B)(4) for evaluation. As the device has not been returned, the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on the customer testimony. Prior to distribution, all evo-20-25-10-e devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for the evo-20-25-10-e device of lot number c1136306 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, stent migration is a known additional complication. As per information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This procedure was the first case for this user to use evolution esophageal controlled-release stent - partially covered. He placed the stent at the target site but it migrated into the stomach. He removed the migrated stent using tube/catheter through the mouth and placed another evolution&#59397;esophageal controlled-release stent - partially covered at the target site successfully.